Manufacturer narrative:
Neither the device nor any imaging was available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was completed for a creo amp screw that had broken 12 weeks post operatively.